Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 4mg/ml at 0. 75mg/day via an implantable pump. On 13-feb-2020 it was reported that the patient unfortunately was having significant discomfort near the site of the pump in her left abdominal area. The patient noted that upon awakening from surgery, she felt the pump was not in the correct area and has felt pulling, tugging, and pain sensation since that time. She has difficulty bending forward and feels that the pump is bumping up against her ribcage limiting her ability to bend. She denies any fevers, chills, nausea, vomiting, or constitutional complaints. She notes that the functionality of the pump is working well to minimize her symptoms. She was currently experience significant discomfort in her left abdominal region near the site of her intrathecal pump reservoir. Per the healthcare provider they hoped that this is just inflammatory and related to her recent surgery and will improve with continued time and healing. The healthcare provider was going to have her get an abdominal binder which will hopefully provide her with some support. They would obtain x-rays to evaluate pump location. They would tentatively plan for revision of the pump in 2 months time if she continues to have significant discomfort. The healthcare provider would plan to re-evaluate her in approximately 6 weeks with x-rays to determine her progress. They did discuss the potential risks and complications of pump revision including but not limited to bleeding, infection, continued pain, infection requiring removal of the entire pump system, and risks of anesthesia. Surgical intervention did not occur but was planned and scheduled for (B)(6) 2020. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.